Event description:
Healthcare professional reported that approximately 6 weeks after injection in the "v1, v2 on r+l" with juvederm voluma xc, the patient experienced "recurrent swelling (and) tenderness" on the right cheek. Symptoms were noted approximately two weeks after the patient was treated with "antibiotics" for a uti. Patient was treated with zyrtec which "only once did it help." Patient saw an ophthalmologist four days later who confirmed "no eye disorder was causing the problem" and there was "no sign of infection." Patient returned to the injecting healthcare professional and was subsequently treated with keflex, hyaluronidase and omnicef. Healthcare professional stated that symptoms are "intermittent," with "5-6 episodes" since symptom onset. Symptoms "are better as of today," after the most recent hyaluronidase treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This events of pain and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.